Event description:
Pump declared alarm 20 during the loading process, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Cts assisted in loading a new cartridge, but alarm recurred, leading to a decision to replace pump. Customer will use mdi as backup therapy and has been instructed to put pump into storage mode before returning, with confirmation of shipping address and understanding of return instructions.